Event description:
It was reported that the asymptomatic patient presented to the operating room for lead replacement procedure; it was noted that loss of capture was observed on the right ventricular lead. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.